Event description:
It was reported that prior to starting a da vinci si surgical procedure, the plastic coating is peeling off a thoracic grasper instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. There was a piece missing roughly measuring 0.101 x 0.117. The scratches were short in length and not axially aligned with the tube. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.